Event description:
It was reported that the screw on an unknown tooth site became fractured and had to be removed. The implant remains implanted.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
One certainâ® gold-titeâ® hexed screw (iunihg) and one unknown biomet implant were not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the item # (iunihg), and associated IFU/rm files. Functional testing could not be performed because the products were not returned. Pre-existing conditions: tooth #8. Unknown bone denisty. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (Complaint category keyword(s): fracture screw). Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.